Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged battery cap cracked/damaged, power loss alarm and unexpected battery power loss or replace battery alert/replace battery now alarm found on sept 11, 2021. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. Device passed the self test, displacement test, active current measurement and sleep current measurement. Device was monitored for several days and no power loss alarm and unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms/ alerts or power loss alarm and unexpected battery power loss or replace battery alert/replace battery now alarm noted during the testing. However, low battery alert was recorded and found in the formatted history file on: 09/09/2021 11:14:00.000 replace battery alert was recorded and found in the formatted history file on: 09/09/2021 20:45:00.000 and 09/09/2021 20:55:00.000 replace battery now alarm was recorded and found in the formatted history file on: 09/09/2021 21:16:00.000 and 09/09/2021 21:26:00.000 power loss alarm was recorded and found in the formatted history file on: 09/09/2021 21:27:17.000 and 09/09/2021 21:27:17.000 power data available per the power management tool/detail trace file is on oct 09, 2021, there was no record for the event date. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading, unable to confirm battery cap damage due to pump received without the original battery cap. Power loss alarm and unexpected battery power loss or replace battery alert/replace battery now alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.